Event description:
The hcp reported that the patient developed redness, swelling, drainage and pain at the device pocket site. Cultures were positive for multi-resistant staphylococus aureus. The patient was treated with IV and oral antibiotics and the device system removed. The infection was reported to have resolved.